Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. The guidewire was used to advanced system in the inferior vena cava (ivc) and around the pacemaker wires into the superior vena cava (svc). When the physician attempted to pull the wire out, the guidewire was stuck in the dilator. After several minutes of trying to ensure the guidewire tip doesn't get stuck around pacer wires, the dilator and the guidewire were removed and the watchman fxd curve sheath was left in to maintain the access. Once outside of the patient body, the guidewire was pushed out the distal end of the dilator and it was noted that the inner mandrel of the wire was fractured, and the guidewire was flimsy and floppy. When the staff member attempted to retract the mandrel from the back of the guidewire to straighten out, the entire distal tip of the guidewire kinked and collapsed. Hence to resolve the issue, a non-boston scientific wire was used to complete the procedure successfully. No patient complications reported. The device is not expected to be returned for analysis as it was disposed.